Event description:
It was reported that the customer was hospitalized due to a low blood glucose level (value not provided) and a seizure. Reportedly, the customer was released the following day. The customer declined troubleshooting with tandem technical support, and declined to provide additional information. Customer acknowledged the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.